Event description:
1 incident of "peritoneal dialysis solution started to leak at the connection with the titanium adapter" on the transfer set. Per affiliate, the solution was drained, transfer set was clamped closed and ended treatment. Affiliate noted the following day the patient had their transfer set changed and prophylactic antibiotics were given. The patient's titanium adapter was not removed. The next day, the patient was diagnosed with peritonitis and treated with "cefalotina" 500 mg ip for 5 days, amikacin (dosage unknown) ip for 5 days and cefadroxil 500 mg - 5cc orally every 8 hours. The patient was not hospitalized and is still recovering according to the affiliate's report. Follow up information received indicated the patient has now fully recovered.